Event description:
The pt experienced a lack of therapeutic effect and no stimulation sensation following an incident in which some shopping carts were shoved into her and stuck her at the neurostimulator site. She had not felt stimulation for about a month but "bladder issues" has started over the past few days. She was admitted to the emergency room when she experienced some vaginal bleeding and inability to urinate, so a catheter was placed. She had back pain and her stomach was swollen. The pt was at home in fair condition. Further info was requested.

Manufacturer narrative:
(B) (4).